Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that some days after implant, the patient went to the emergency department due to syncope. X-ray revealed that the rv (right ventricular) lead was stretched, almost without any curvature. During the repositioning procedure, the physician noticed that the anchoring sleeve did not grab/fixate the lead, so additional suture material was used. While hospitalized post-procedure, there was loss of capture and unstable threshold. The pocket was reopened and the physician again noticed that the anchoring sleeve did not grab/fixate the lead, and that the lead portion underneath the sleeve had a darker color. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.